Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the managing physician was present when the event occurred. They just turned it down and then ¿all was good¿. As a circumstance that led to the issue, the stimulator was too high and it was noted that it was the only time this happened. No further actions were planned but noted that they just ¿get the setting correct which I have¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reports she is having issue with therapy and could not get to the bathroom. Patient states therapy helps with urinary controller. During the call, it was determined that stimulation was on. Patient sync with pp and setting is p2 @ 1.9v and patient increase stimulation to 2.2v and feeling stimulation in the left leg but its not new. Patient states she had the issue since device was implanted and hcp is aware of stimulation going down the left leg. Patient states she will try the 2.2v and monitor her symptoms and adjust setting if necessary. No further complications were reported or anticipated.